Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the tip of instrument crushed, before opened. No procedure was done with item, device opened not soiled (item did not touch patient). No items was opened and found with tip crashed in the blister pack